Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician that the pt was experiencing sings of pump bearing wear. Additionally, the pt's implant site wound never healed and his abdominal wall was quite eroded. The pt had been treated with antibiotics and "power washing" of the wound. His cultures were negative. A decision was made to replace the lvad with the MFR's clinical trial lvad, but exchange date is still to be determined due to the pt developing a pacer complication.

Manufacturer narrative:
The pt remains on lvad support. No further info is available at this time.